Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. Prior to the event, the customer woke up from a nap and was incoherent. The customer was taken to the emergency room at that time. It was perceived that the customer may have over infused insulin. It was stated that her blood glucose reading was 350 mg/dl this morning, and calculated a bolus of 4.0 units. The customer was not comfortable with that amount, and lowered it to 2.0 units. Two hours later, her blood glucose level was 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube and cracked battery tube threads.